Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 7.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion set kinked cannula event on 01-oct-24, 07-oct-24, 12-oct-24, 19-oct-24, 21-oct-24, 28-oct-24 and 03-nov-24. The event occurred within three hours of insertion. The insertion site was upper buttocks. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.